Event description:
It was reported that a patient underwent an unknown spinal fusion with hardware implantation from l4 to s1. At an unknown time post -operatively, it was noted that the s1 screw on the left was broken and the s1 screw on the right was loose. A revision was done to replace the screws. The surgeon was not able to fully remove the broken screw and a piece remains in the patient. New screws were implanted. No additional information is known at this time.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the device history records for this device did not reveal any non-conformances to specification or deviations in procedure which might contribute to the reported event.

Manufacturer narrative:
Analysis of the returned device shows that no pre-existing defect was found at the level of the breakage. The breakage is consistent with overload applied to the mas. The broken section of the mas is fully worn due to repeated contact with the two broken parts of the mas. This suggests that the breakage occurred at the early postoperative period. The origin of the overload can not be determined with the provided information.